Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (defective response button) was confirmed. Upon investigation, the rear response button was damaged and defective. The root cause for the damaged response button was not able to be identified but was likely due to excessive force. No adverse event resulted from the defective response button.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons failed.